Manufacturer narrative:
The evaluation of the customer¿s issue included a review of the customer instrument, instrument service history, labeling review, ticket trending review, similar complaints review, and device history record review. The abbott field service representative (fsr) evaluated the instrument at the customer¿s site. The fsr inspected the instrument and confirmed the absence of any signs of smoke and fire. The fsr replaced the power supply, scc (ln: 7-206072-03). There was no observed damage to the removed scc power supply. A review of the instrument¿s service history was performed and found no contributing factors on or around the date of the event. The product labeling review found the architect system operations manual provides information regarding electrical hazards, and electrical safety for the architect systems. The I system service and support manual provides instructions for replacing the scc power supply. No trends for tickets with replacements of the power supply, scc (ln: 7-206072-03) were identified. A 12-month search for similar complaints identified no additional complaint of the scc power supply. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on all available information no systemic issue or product deficiency was identified.

Event description:
The customer reported sparks seen on the architect i2000sr instrument when changing out scc. The abbot field service representative (fsr) was on site to evaluate the instrument and did not observe any signs of smoke or fire. The power supply for the architect was changed by the fsr. There was no impact to patient management reported.